Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge was leaking. Additionally, the customer observed air bubbles in the patient line. The customer's blood glucose (bg) was "high", although specific value was not provided. The customer addressed bg with a manual injection. Tandem technical support had the customer prime the air bubble and make the connection on the cartridge secure to resolve the leaking insulin.